Manufacturer narrative:
The device was returned. The serial number label was faded, pump door logo missing, heater tray button and paint were damaged. Visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. Visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Post accelerated stress test (ast) 2 hour 15 min 8500 ml was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. Cycler underwent and passed a system air leak test, valve actuation test, and patient sensor pressure verification. Investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Ast failed. During ast test, grinding sounds emitted from the cycler pumps motor a and b. There was debris build up on the motor lead screw. The grinding noise on both pumps motor a and b randomly occurs. Replacing pump motor assembly is recommended. There were visual indications of dried fluid in between the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. There was visual evidence of a clog in hp2 filter which is a related failure to the reported air detected in cassette alarm. Review of the device manufacturing records conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Device history record review was performed and verified that the results of the in-progress and final quality control testing met all requirements. There were no malfunctions that could have caused or contributed to the reported event. Cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. The patient reset up treatment with new supplies but received a balloon valve leak and an air detected in cassette alarms during treatment. The warnings occurred multiple times. Fluid was discovered in the pump module area and on the external of the cassette. The patient also noted that the cycler label had rubbed off and was unable to read the serial number. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information requested but has not been obtained.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during treatment and the treatment was cancelled. The patient reset up treatment with new supplies but received a balloon valve leak and an air detected in cassette alarms during treatment. The warnings occurred multiple times. Fluid was discovered in the pump module area and on the external of the cassette. The patient also noted that the cycler label had rubbed off and was unable to read the serial number. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.